Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. Two photo samples and one video sample were provided for evaluation. The video sample showed the 4 fr groshong nxt catheter implant within the patient and is secured with a statlock device. A bead of fluid is observed to leak near the 35 cm depth marker which is proximal to the insertion site. The first and second images also showed the catheter and insertion site with a bead of fluid visible. The characteristics of the leak location could not be clearly inspected from the media samples provided; therefore, the complaint is confirmed but the exact cause remains unknown. Based on the information provided, possible contributing factors include damage during use and catheter fatigue caused by repeated kinking of the catheter.

Event description:
It was reported by the customer the PICC was placed (B)(6) 2022 and was found leaking at the 45 depth mark on (B)(6) 2022. Due to the infection and contamination risk, the catheter was removed. A new catheter was placed on (B)(6) 2022 so the patient could discharge from the hospital. Additional information received: customer reports the leak was identified during daptomycin infusion. Patient was receiving antibiotics and analgesic via the catheter. Per clinician, there was no patient harm. No medical or surgical intervention was needed. Customer states the catheter did not come in contact with sharp objects, nor was it pulled at any time. Patient was discharged home on (B)(6) 2022 with homecare antibiotics and outpatient follow up.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refs0870 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer the PICC was placed (B)(6) 2022 and was found leaking at the 45 depth mark on (B)(6) 2022. Due to the infection and contamination risk, the catheter was removed. A new catheter was placed on (B)(6) 2022 so the patient could discharge from the hospital.